Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as device was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as device was removed/replaced in the initial surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a glaucoma implant was fully inserted into a patient¿s left eye and would not flush. Therefore, the doctor took it out and replaced it with a new shunt of the same model. The issue was noticed after insertion. No surgical and/or medical interventions required. The patient is doing fine and no injury reported. No further information was provided.